Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Incoming inspection could not duplicate customers complaint of "downstream occlusion alarms." Incoming tests found the force sensor adc values to be around 1150 when a set is loaded, specification for a set load is (B)(4). With the set loading at this high of a value there is potential for downstream occlusions to occur. Reviewing the history log found there were 73 downstream occlusion. The shimming of the downstream pusher found 0.020" shim, this was reduced to 0.010" and the force sensor load values were found to be within the 600-800 range. Force sensor calibrations were performed on the unit.

Event description:
It was reported that the device experienced "downstream occlusion alarm". It was also reported that there was no pt involvement.